Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4965-35, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient experience syncope with pauses noted during device interrogation. It was also reported that there was a sudden increase in the ventricular impedance with a lead warning. It was noted that there was loss of capture and oversensing due to potential lead fractures. Both ventricular leads were capped and replaced. No patient complications have been reported as a result of this event.